Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient was hospitalized for a possible infection at her ipg site. The patient was provided with IV antibiotics. The patient was discharged from the hospital and no infection was present at the time of discharge. There were no reports of further complications.

Manufacturer narrative:
Follow-up report indicated that the device was explanted due to infection, but was not returned. There were no reports of further complications. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.